Event description:
It was reported that the tip of the driver broke off during removal of a set screw to extend the construct for degenerative disc disease. With no additional driver available to remove the screw, the bone screw, set screw and rod were removed intact. No patient complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement. Material hardness confirmed to be out of print specification. The above findings are consistent with manufacturing error.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital . Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.